Manufacturer narrative:
The product 8888541123, hemodialysis catheter repair kit, was utilized to repair the catheter associated with the event reported under report number 3009211636-2017-05330. There was no product failure associated with the item 8888541123 and therefore there will be no additional supplemental reports submitted for this item. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during hemodialysis the device¿s arterial luer adapter became detached from the(bionic) extension lines. The luer adapter had to be reconnected on the arterial line. It was suspected that the patient was disconnecting the arterial lines. No patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), during hemodialysis the device¿s arterial luer adapter became detached from the(bionic) extension lines. The luer adapter had to be reconnected on the arterial line. It was suspected that the patient was disconnecting the arterial lines. No patient injury.